Event description:
The facility's technical services reported an infusion pump with an 812:02 failure code. Information was not available regarding whether or not the device was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention caused by this device.